Event description:
Boston scientific received information that the right atrial (ra) lead displayed increased pacing impedance measurements from the remote patient monitoring system. No adverse patient effects were reported as a result of this clinical observation. Two days later, the patient expired for unspecified reasons. Upon further investigation, no further information was found to conclude that the out of range measurement resulted in the patient's death. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
The product was buried with the patient, therefore, the product is unavailable to be returned for reliability analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.